Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found, as received, a partial lead (middle portion) was returned in one piece measuring 47.0cm/24.1cm (outer coil and inner insulation/outer insulation). Visual inspection of the partial lead found an external insulation abrasion due to friction to another device or feature of the heart was noted breaching the outer insulation and exposing the outer coil 1.0cm to 1.3cm distal to the suture sleeve tie impression. During electrical testing the lead was shorting due to procedural damage at the distal region of the lead.

Event description:
This report is to advise of an event observed during analysis.